Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause for the peeled adhesive malfunction could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the gap malfunction could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe and the adhesive around the objective lens was peeled. There was no patient involvement.